Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty channel a pumphead module. The channel a pumphead module has been replaced. Additional information: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq(B)(4). A service history review revealed that the device was not previously serviced for the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 812:05. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered in the event history that failure code 812:05 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.